Event description:
The customer reported being hospitalized due to ketones, potassium, and high blood glucose over 600mg/dl. Troubleshooting was performed. The customer requested assistance with stopping the insulin pump while beeping as the device is in suspend mode. Explained the customer that the battery can be removed, but the customer was not able to remove the device from the belt clip to verify the serial number of the insulin pump. The customer stated that the doctor thinks the insulin pump was not functioning properly, and they gave 40.0 units of insulin, but his blood glucose did not drop. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.